Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure and implant system was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored. This MDR submission is a late submission. A CAPA has been issued.

Manufacturer narrative:
Additional information received: adding UDI # (B)(4). Adding implanted date (B)(6) 2011. Adding explanted date (B)(6) 2023. This is a follow up report for this additional information. Device received for this event is being corrected from unknown atis implant catalog # unknown atis implant to osseospeed tx 5.0s - 15 mm catalog # 24974. Correcting lot# from unk to 82766. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code: remove 4580; medical device problem code remove 3190. The correct codes for this complaint are: health effect - clinical code: add 2013; medical device problem code add 2408. This is a follow up report to correct this code.